Manufacturer narrative:
(B)(4). The product associated with this report has not yet been returned. The device remains implanted. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis if explanted. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. The device remains implanted. Therefore no analysis or testing has been done. Further info from the reporter regarding the serial number of the device has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Health professional reported an alleged "slow leak" with a lap-band device. It is unk at this time if any diagnostic testing has been conducted or if the device was removed and replaced. Follow up findings: health professional reported the doctor first noted the leak when the doctor allegedly "put in 2cc [of fluid in the lap-band a total of] 3 times and at [each] follow up there would be only 1cc [of fluid]" in the band. No diagnostic testing has been conducted. The device remains implanted. Follow up findings: health professional reported the pt was "checked for a leak", but "no leak" was found. "Fluid was put in the band" and when the pt "came back a week later there was less fluid in the band" than the doctor's notes indicated. A computed tomography scan (CT) and fluoroscopy were conducted that were "normal, [showed] no malposition and no leak." The doctor "suspects a slow, but persistent leak." The device remains implanted. Per the health professional, "we did not do [the] surgery, and [the pt] just started follow up with us¿ the pt got pregnant and withdrew all fluid from band. When [the pt] came in there was not fluid in band."